Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. Per the patient, it was at a very low dose (0.6 every 24 hours) and there were two other medications (names not provided) in the device. Since (B)(6) 2016, she was only using 8 cc of medication every 3 months. The indication for pump use was spinal pain. On (B)(6) 2018 the patient was calling to see if there was a surgeon that could remove her pump to implant a smaller one and tack it down. Per the patient, the pump stuck out 1.5 to 2 inches. This began about 1.5 years ago. She also reported that her pump floats. The pump had migrated about 3 inches since implant. It moved to the right towards her belly button. This began about 6-8 months ago. No further complications have been reported as a result of this event.